Manufacturer narrative:
Internal file number: (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Factors that may contribute to the inability to advance/retract the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood, or damage to the distal shaft of the sds. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the inner member was damaged during stylet removal and/or buildup of blood in the guide wire lumen resulting in the reported difficult to position and remove; however, this could not be confirmed since the xience sierra device was not returned for evaluation. The reported resistance met during advancement was likely due to interaction with the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ht bmw universal ii device referenced is being filed under a separate medwatch report. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and non-calcified lesion in the mid circumflex artery. A balance middleweight (bmw) universal ii guide wire was advanced to the target lesion. An unspecified trek balloon dilatation catheter (bdc) was advanced over the bmw to perform pre-dilatation. Pre-dilatation was complete, and the bdc was removed. An unspecified xience sierra stent delivery system (sds) was prepped per the instructions of use and was being advanced over the bmw guide wire; however, resistance with the bmw guide wire was felt and the guide wire felt sticky. The sds did eventually advance on the guide wire. Additionally, resistance with the anatomy was felt when advancing the sds; therefore, an unspecified guide wire was advanced as a buddy wire to help advance the sds to the target lesion. The sds reached the target lesion and the stent was successfully deployed. An attempt to remove the sds and leave the bmw guide wire in place was made; however, resistance was met between the sds and the guide wire. The sds and bmw guide wire were removed together. The procedure was successfully completed by advancing an unspecified trek bdc over the buddy guide wire and performing routine post-dilatation of the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.